Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch up cable was frayed at the distal clevis hub. The frayed strands were sticking out at the wrist. The other cables at wrist were not damaged. No other damage was found.

Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, the cables on the instrument were poking.